Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; evar in patients with abdominal aortic aneurysm and horseshoe kidney: a systematic review gonzalez-urquijo et al, journal of endovascular therapy 1-9 doi: 10.1177/15266028211059447, mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent grafts were implanted in patients during the endovascular treatment of aaa concomitant with horseshoe kidney (hsk) on unknown dates. The following adverse events were reported: stenosis, occlusion, wound infection, acute kidney injury and renal infarction. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; evar in patients with abdominal aortic aneurysm and horseshoe kidney: a systematic review gonzalez-urquijo et al, journal of endovascular therapy 1-9 doi: 10.1177/15266028211059447, mean age, mean gender, exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent grafts were implanted in patients during the endovascular treatment of aaa concomitant with horseshoe kidney (hsk) on unknown dates. The following adverse events were reported: stenosis, occlusion, wound infection, acute kidney injury and renal infarction. The cause of the adverse events are undetermined.